Manufacturer narrative:
Returned for evaluation was a 45cm nevertouch fiber. A visual evaluation noted the purple locking fitting on the fiber shaft did not appear to be in the 45cm intended location. The presence of bonding agent is apparent on the shaft of the fiber. The customer's reported complaint description of fiber burning the patient is confirmed. A definitive root cause for this reported complaint description cannot be determined, however, it does not appear to be manufacturing related. A possible root cause for this event could be that the user pulled back on the fiber during withdrawal, instead of unscrewing the fitting from the tre-sheath hub, compromising the bond. Glue fillets are visible of both ends of the fitting as required per mf 635 as well as marks on the fiber material, indicating that at one point, the fitting was in fact bonded to the fiber shaft where it should be per the manufacturing drawing. During the manufacturing process the presence of fillets on the fiber fitting is 100% inspected and also receives one aql inspection. In addition to a visual inspection, a 3lbs proof test is conducted for every fiber. In lieu of retraining and to heighten the awareness of this complaint, the department responsible for bonding the fitting to the venacure fiber have been made aware of this complaint. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends.

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Complaint # (b)(64.

Event description:
As reported (B)(6) 2015, an (B)(6) female patient presented for an endovenous laser procedure. During the procedure, when the fiber was fired, the patient experienced a burning sensation behind her knee and distal hamstring area. The fiber was fired again, and the patient experienced the same sensation. The tre-sheath was removed, and it was noted the luer lock on the fiber had detached from the fiber shaft, allowing the laser fiber to slide 6-8 inches outside of the tre-sheath were removed, the patient no longer experienced the burning sensation, therefore no further medical intervention was warranted. It was reported the patient suffered no dvt's, permanent harm or injury due to the event. The disposable device has been returned to the manufacturer for evaluation.